Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D9, h3: it is unknown if the device will be returned. E1: customer name and address = phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a micropuncture transitionless access set's "guide" ruptured during an unknown procedure. Additional information has been requested.

Manufacturer narrative:
Summary of event: as reported, a micropuncture transitionless access set's "guide" ruptured during an unknown procedure. Additional information was received 13feb2024. The user attempted to advance the wire guide through the needle multiple times and during manipulation, the wire guide "broke". Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook, and a global shipment search could not definitively determine the lot number; therefore, the device history record and complaint history could not be reviewed. The product IFU warns ¿do not withdraw the wire guide through the introducer needle; breakage may result.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that failure to follow instructions likely contributed to this event, as the user attempted to pass the wire through the needle multiple times, and during manipulation of the wire, it broke. The IFU warns ¿do not withdraw the wire guide through the introducer needle; breakage may result.¿ the risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 13feb2024. The user attempted to advance the wire guide through the needle multiple times and during manipulation, the wire guide "broke".

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: d9, h3: the device will not be returned to cook for investigation. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.